Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information, a cause for the reported sldas could not be conclusively determined. The reported off-label use is related to the device being used on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: ¿initial results after the implementation of an edge-to-edge transcatheter tricuspid valve repair program".

Event description:
It was reported through a research article that 28 patients underwent a triclip or mitraclip procedure to treat tricuspid regurgitation (tr). The mitraclip and triclip device experienced single leaflet device attachment (slda). Additional information is listed in the attached article, titled ¿initial results after the implementation of an edge-to-edge transcatheter tricuspid valve repair program¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided literature attachment: article title: ¿initial results after the implementation of an edge-to-edge transcatheter tricuspid valve repair program